Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated above 400 mg/dl. Customer treated elevated levels via the pump. The contact stated that the customer is going through "hormone changes" and the health care provider feels this is the contribute to the elevated bg levels. However, it could not be confirmed. The contact decline to troubleshoot with tandem technical support. It was not confirmed if the health care provider would be updating the pump settings due to the customers "hormone changes".